Event description:
The event is reported as: complaint alleges that a piece of plastic broke off the base of the green rusch laryngoscope blade. The problem was discovered prior to use. The product was not used. No pt injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.